Event description:
A customer reported a tandem mobi cartridge alarm during the load process. There was no adverse impact to the customer's blood glucose level. Despite following instructions to remove and reload the cartridge, the problem persisted with continuous alarms, resulting in the customer being unable to resume insulin therapy. Technical support guided the customer in inserting a new cartridge and eventually resolved the issue by arranging for a replacement pump and cartridge. The customer was informed about using manual daily injections as a backup therapy and was provided with instructions for returning the defective pump to tandem. A replacement pump was dispatched, and the caller acknowledged the steps needed to return the original device and set up the new one.